Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the electronic assembly also, found corroded motor home switch. Unable to perform functional testing due to blank display. The insulin pump had cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was gone; the customer will press the buttons and hear a beep but nothing appears on the display. For a second a tetris-looking screen appeared before the display went blank again. The customer identified foreign material under the screen but he was unsure if it was moisture. Troubleshooting was initiated for the blank display issue. The customer stated that he was swimming earlier and when he finished he wore the insulin pump inside of his damp shorts. There was no sign of physical damage to the insulin pump. The battery cap contacts were not missing or damaged. The battery compartment and spring were neither damaged nor corroded. The customer inserted a new aaa alkaline battery into the insulin pump and the display returned; however, there were lines on the display. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.